Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation, right breast pain, right breast ptosis, post-procedure. The patient has been unhappy with the appearance of the right breast. The patient is depressed by her appearance and was scared that it was not fixable. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 465cc mentor memorygel breast implant catalog: smhx430 lot: 9559543 sn: (B)(4) and (right) 465cc mentor memorygel breast implant catalog: smhx430 lot: 9535805 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complication on the left breast/implant has been reported under mrn: 1645337-2021-04864.

Manufacturer narrative:
On june 18, 2021, mentor received additional information indicating that the correct date of event was on (B)(6) 2021. In addition, during the revision surgery on (B)(6) 2021, the patient also underwent capsulorrhaphy on the right breast pocket. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.